Manufacturer narrative:
(B)(4). Vortexer. A field service engineer (fse) inspected the analyzer. Vortexer 2 was replaced and the vortexer 1, vortexer 3, rv unloader assembly, process path cover, disk, and base were cleaned. Maintenance and diagnostic procedures passed specifications. The results of the reproducibility test were within the normal range. The current rate for the architect i2000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at launch for the architect i2000. A review of quality metrics did not identify any adverse trends related to the issue of component replacements of the vortexer for erratic afp results. Architect system operations manual provides adequate information about troubleshooting for erratic results, operational precautions, and limitations. In the troubleshooting and diagnostics section under observed problems, multiple probable causes and resolutions are listed related to the customer's issue of erratic results. In the architect afp reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the available information, no product deficiency was found. After instrument troubleshooting and component replacement of the vortexer, no additional erratic occurrences have been observed.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated aberrant elevated results were generated on the architect afp assay. A patient generated an initial result of 308.4 and upon retest, yielded a result of approximately 5 (unit of measure not provided). No impact to patient management was reported.